Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they alleging insulin pump for under delivery. The customer blood glucose level was 320 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that due to high blood glucose patient say the insulin pump did not giving her insulin. The customer was treated with insulin shots for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that drive support cap was flush. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.